Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A customer reported an infusor which contained 4800mg of 5fluorouracil (fu) that reportedly infused in 22 hours instead of 46 hours. The patient was seen in the emergency department due to chest pain. The patient was connected to the device on (B)(6) and the infusion was completed on (B)(6). The patient returned to the clinic to have the infusor disconnected on (B)(6), and indicated he had experienced chest pain the previous day. Reportedly, the customer indicated the patient may not have been compliant with the therapy. The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that the ats45 device was received in good visual condition and with a reload present. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Event description:
It was reported that during an unknown procedure, fired only four staples, incomplete staple line, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.